Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the reported failure to advance the knot may include, but not limited to, user tensions rail suture without distal advancement with knot pusher; user tensions/advances non-rail (white) suture. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that this was an arteriotomy closure of a calcified right common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The sutures of two perclose devices were successfully pre-placed. The sheath was upsized to a 15fr and the tavr procedure was completed. However, the initial two sutures did not tighten. An additional perclose device was used; however it failed to adequately achieve hemostasis and bleeding was still noted. Hemostasis was achieved with 20 minutes of balloon tamponade, followed by use of an 8fr non-abbott device and another 20 minutes of balloon tamponade. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided. The additional device referenced in b5 is filed under a separate medwatch report number.